Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he went through a metal detector and then the device alarmed failed battery test, battery out limit, off no power, and low battery. The customer was in the hospital due to allergies. The customer's blood glucose level was 515 mg/dl. The customer was treated in the hospital with an insulin drip. The customer completed troubleshooting and afterwards the device worked. The customer was advised to monitor his device. Nothing was replaced or returned for analysis.